Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report for the unexpected pump shutdown was confirmed to be due to contaminated iui connectors. External and internal inspection of the pump module was performed. The pump module (s/n (B)(6)) rear case, latch pivot screw, module latch and sear. Both pcu iui connectors and the male iui from the pump module (s/n (B)(6)) were observed with corrosion on pins. The returned pump modules were attached to the returned pcu and powered on, subsequently the pump modules (s/n (B)(6)) and (s/n (B)(6)) did not displayed their channel ID and the pump module (s/n (B)(6)) and (s/n (B)(6)) displayed a communication error. For laboratory testing purposes only, both iui connectors of the pcu and the right iui from the pump module (s/n (B)(6)) were replaced by known-good dchu parts. After replacing the iui connectors, the pcu was connected to the power cycler fixture, after 30 minutes plugged into the ac, it was unplugged from the outlet for 30 minutes, every pump module was programmed with a basic infusion with a rate of 100 ml/h and a vtbi of 2400 ml, and this process was repeated for 24 hours. After the completion of the 24 hours, there was no sign of the pump modules shutting down. The device completed the test with no issues or errors noted. The suspect pcu was then attached to an IV pole and a dchu laboratory testing pump module was attached to it and programmed with the last observed infusion. The system was then tested in the configuration in which the channel disconnect was observed. The system was then ambulated within the bd facility. No signs of channel disconnection were observed in this instance. The bd alaris system channel disconnected tip sheet states that during a channel disconnection the module has either been physically removed/detached from the system while in operation, or the bd alaris pcu has lost communication or power from it. The affected module(s) and the pcu must be removed from use when possible and inspected by qualified service personnel. Ensure that the modules are securely clicked into place at the module release latch. Before each use, check for iui surface contaminants or damage which can disrupt communication between the devices. Do not use a device with any cracks, surface contaminants or damage on the iui connectors. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported unexpected pump shutdown was identified to be the pcu iui connectors and the male iui connector of the pump module (s/n (B)(6)) due to the pins being contaminated with corrosion. Note that this report lists imdrf annex a1801, c0601, d15, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump shut down unexpectedly. There was patient involvement, but no harm reported. Additional information was received on 09apr2026 through due diligence attempts. The device was not plugged into ac power at the time of the event, and was running on battery power for ten (10) minutes during an infusion of epinephrine (20mcg/minute). It was reported the device did not have any low battery alarms.